Event description:
It was reported that the charger¿s indicator light was solid and the device began to charge briefly, then charging stopped; the user had already tried alternate wall outlets, and a replacement charger was arranged. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no need for medical care. Investigation included user troubleshooting and verification of power source. Investigation of this case revealed a suspected charger malfunction affecting power delivery to the device. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the external power supply.